Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged a communication error with the axiem box and the emitter. The surgeon opted to continue, however, completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site to trouble-shoot, noticed that when running the em interface the ctr showed not ready and there was a fault on the power supplies. When running the usb view command, the medtronic representative noted there was no 'mdt422 converter' meaning the I/o hub was not connected. Plugged it into a different usb port the mdt422 converter appeared. When going back to the original port the I/o hub remained in the usb view. Sending replacement io hub. Return requested. Replacement I/o hub enclosed pca shipped to site (B)(4) 2015. Medtronic investigation of suspect I/o hub, returned on (B)(4) 2015, finds that when connected to a known good system the I/o hub functioned normally. All four usb ports were found to be functional. The hub was allowed to run for an extended time and had no issues. No problem found. Return requested. Replacement power cable +5vdc shipped to site (B)(4) 2015. Suspect power cable has not been received by manufacturer for analysis. Return requested. Replacement axiem integrated 4 port emitter shipped to site (B)(4) 2015. Suspect axiem emitter has not been received by manufacturer for analysis. Return requested. Replacement mobile field generator shipped to site (B)(4) 2015. Suspect field generator has not been received by manufacturer for analysis. (B)(4). A medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failure: axiem communication. Showed fault in axiem box. Testing reveals possible issue with I/o box. Medtronic representative replaced I/o board/box. System functioning normally. System performed as intended.